Event description:
The customer reported that the jaws would not open while on tissue. Another device had to be utilized to remove the jaws from the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.